Event description:
The event is reported as: after 3 clips other clips are not closing well. It had fallen inside the peritoneum cavity. The clips were all removed from the cavity. No patient injury reported.

Manufacturer narrative:
The device sample is not available for evaluation.